Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarms noted. The pump passed the displacement test, operating currents, self test and off no power test. No unexpected low battery alarms noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the buttons have to be pressed several times for it to work. The customer stated that the battery life has gone down from 6 to 8 weeks and the battery meter has been fluctuating. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.